Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the remnant of the essure device was identified and grasped and removed from the uterus'), device breakage ('the remnant of the coil is seen in the fallopian tube measuring 1.5 cm') and pelvic pain ('pelvic pain/ pain:other') in a 35-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included breast pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2014. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In april 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), abdominal distension ("bloating"), psychological trauma ("psychology injury"), cystitis ("bladder/urinary problems : bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, device breakage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, abdominal distension, psychological trauma, cystitis, urinary tract infection, alopecia, fatigue, headache, migraine, gastrointestinal disorder, nervous system disorder, vaginal haemorrhage, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: results: unknown; on (B)(6) 2014: essure confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2019: final diagnosis: fallopian tube, left, excision: no pathologic changes fallopian tube, right, excision: remnant of fallopian tube with dilatation. Ultrasound pelvis - on (B)(6) 2014: impression: examination demonstrates an area of dense calcification in the left side of the uterus appearing to be close to 2 cm in size, believed to be likely due to a calcified fibroid. Thin walled anechoic relatively non vascular 3.1 x 2.8 cm left ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: lot no. Was added. New events - abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, vaginal discharge were added. Events added from medical records - "the remnant of the coil is seen in the fallopian tube, measuring 1.5 cm, remnant of the essure device was identified and grasped and removed from the uterus" were added. Reporter's information, patient demography, medical history, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the remnant of the essure device was identified and grasped and removed from the uterus'), device breakage ('the remnant of the coil is seen in the fallopian tube measuring 1.5 cm') and pelvic pain ('pelvic pain/ pain:other') in a 35-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and vulvovaginitis. Concurrent conditions included breast pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorrhagia (bleeding between periods)"), abdominal distension ("bloating"), psychological trauma ("psychology injury"), cystitis ("bladder/urinary problems : bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), gastrointestinal disorder ("gi conditions"), nervous system disorder ("neuro condition"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), libido decreased ("decreased libido,"), ovarian cyst ("ovarian cyst") and sexual dysfunction ("sexual dysfunction"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, device breakage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, abdominal distension, psychological trauma, cystitis, urinary tract infection, alopecia, fatigue, headache, migraine, gastrointestinal disorder, nervous system disorder, vaginal haemorrhage, vaginal infection, vaginal discharge, libido decreased, ovarian cyst and sexual dysfunction outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, libido decreased, menorrhagia, metrorrhagia, migraine, nervous system disorder, ovarian cyst, pelvic pain, psychological trauma, sexual dysfunction, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: results: unknown; on (B)(6) 2014: essure confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2019: final diagnosis: fallopian tube, left, excision: no pathologic changes. Fallopian tube, right, excision: remnant of fallopian tube with dilatation. Ultrasound pelvis - on (B)(6) 2014: impression: examination demonstrates an area of dense calcification in the left side of the uterus appearing to be close to 2 cm in size, believed to be likely due to a calcified fibroid. Thin walled anechoic relatively non vascular 3.1 x 2.8 cm left ovarian cysts. Lot number: b27985, manufacturing date: 2013/04, expiration date: 2016/04. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received- new event decreased libido,ovarian cyst and sexual dysfunction were added. Reporter information and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psychology injury"), cystitis ("bladder/urinary problems: bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, psychological trauma, cystitis, urinary tract infection, alopecia, fatigue, headache, migraine, gastrointestinal disorder and nervous system disorder outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated to pelvic pain. New events - abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), psychological trauma, bladder infection, urinary tract infection, hair loss, fatigue, headache, migraine, gastrointestinal disorder, neurological disorder. Patient demography added. Case upgraded to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the remnant of the essure device was identified and grasped and removed from the uterus'), device breakage ('the remnant of the coil is seen in the fallopian tube measuring 1.5 cm') and pelvic pain ('pelvic pain/ pain:other') in a 35-year-old female patient who had essure (batch no. B27985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. Concurrent conditions included breast pain. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2014. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorrhagia (bleeding between periods)"), abdominal distension ("bloating"), psychological trauma ("psychology injury"), cystitis ("bladder/urinary problems : bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, device breakage, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, abdominal distension, psychological trauma, cystitis, urinary tract infection, alopecia, fatigue, headache, migraine, gastrointestinal disorder, nervous system disorder, vaginal haemorrhage, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: results: unknown; on (B)(6) 2014: essure confirmation test: bilateral occlusion. Pathology test - on (B)(6) 2019: final diagnosis: fallopian tube, left, excision: no pathologic changes. Fallopian tube, right, excision: remnant of fallopian tube with dilatation. Ultrasound pelvis - on (B)(6) 2014: impression: examination demonstrates an area of dense calcification in the left side of the uterus appearing to be close to 2 cm in size, believed to be likely due to a calcified fibroid. Thin walled anechoic relatively non vascular 3.1 x 2.8 cm left ovarian cysts. Lot number: b27985 manufacturing date: 2013/04 expiration date: 2016/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain:other') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), abdominal distension ("bloating"), psychological trauma ("psychology injury"), cystitis ("bladder/urinary problems : bladder infection"), urinary tract infection ("urinary tract infection"), alopecia ("hair loss"), fatigue ("fatigue"), headache ("headache"), migraine ("migraine"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neuro condition"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, abdominal distension, psychological trauma, cystitis, urinary tract infection, alopecia, fatigue, headache, migraine, gastrointestinal disorder and nervous system disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: results: unknown; on (B)(6) 2014: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events added: pain : other is clubbed with previously reported event "pelvic pain" and bloating. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.